Event description:
User facility reported that the cuff was asymmetric and as a result, the pt's trachea was not fully blocked by the cuff. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.